Manufacturer narrative:
(B)(4). Concomitant medical products: arcom 28mm rngloc lnr 10deg24, pn 11-105914, ln 402700, r/b rloc lhole shl 56mm sz 24 pn 11-106056 , ln 457580,  taperloc por lat fmrl 15x150 , pn 11-103208, ln 463190 . Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-01669. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent hip arthroplasty. Subsequently, the patient underwent a revision procedure due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of the available x-rays identified superolateral dislocation of the left hip arthroplasty. There is no fracture or evidence of component loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.